Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day, the pt was hospitalized for the event. Treatment was not reported. The cause of the peritonitis was unknown. Four days later, the pt was discharged from the hospital. On an unspecified date, dianeal therapy was discontinued. At the time of this report, the peritonitis was resolved and the pt was recovered. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13d28016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.